Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, the device was able to be used without any problem at the first firing. However, at the second firing, a new cartridge was loaded and the firing knob was pressed, but the knob did not move and it was unable to fire. A new stapler was taken out, and the cartridge of the new stapler was removed, the cartridge that had been taken out at the second firing was loaded, and firing was performed, it was able to fire without any problem. A new handle was used to complete the case. In addition, the tissue that was clamped at the second firing was crushed, so the cartridge was displaced for about 1 cm, and firing was performed. This resulted to additional tissue that was resected.